Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported complaint symptom (patient data problem) was not confirmed. The reported complaint symptom (incorrect volume) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported feeling full and had questions on the total volume of pd fluid being drained. Follow up with the patient's peritoneal dialysis nurse reported that the patient alleged that the liberty cycler is not documenting the correct fill and drain volumes. Additional information was solicited.